Manufacturer narrative:
Suspect medical device refers to the main device, other components include: product ID: 8703, serial# (B)(4), implanted: (B)(6) 1992, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer¿s representative regarding a patient who was receiving 50 mg/ml of morphine at 5 mg/day via an implantable pump for non-malignant pain. On 2017-feb-30, it was reported that the patient had gone through withdrawal on (B)(6) 2017 following a pump replacement on (B)(6) 2017. The pump was checked and the pump settings were confirmed as correct and no programming errors had occurred. A series of small boluses over the next few hours was performed to see if there was any change. The following day, the patient¿s hcp decided to reduce the drug concentration to 20 mg/ml and clear the catheter. A bridge bolus was performed to prep the catheter and see if this would eradicate the issue. The patient was given oral medication and the pump was reduced to minimum rate. The patient was then scheduled for a pocket revision and a potential catheter revision that was to occur on (B)(6) 2017. Additional information was received on 2017-feb-21 from the manufacturer¿s representative. It was reported that the patient¿s pump pocket was revised and it was found that the pump connector was not connected. The suture had cut through the silicone and the connector became detached. The old connector was cut off and was replaced with a new piece. It was also reported that the patient was doing much better.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.